Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The patient's blood glucose level was 61 mg/dl at the time of the call. The customer states that the device vibrates without an alarm. The customer sated that that the damage is on the screen and keys of the insulin pump. The customer stated that the insulin ump functions as designed. The customer will monitor the insulin pump. The customer did not return the product back for analysis